Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient had a shock at the end of the ICD implant procedure. During implantation, a pericardiac tamponade due to lead perforation occurred, most likely the rv lead due to several repositioning attempts. Following quick sterile closure of the wound with regular sutures, an immediate echo was performed in the operating theatre proving cardiac tamponade. Intubation, general anaesthesia and arterial pressure line was done, while a tamponade was placed immediately with prompt good spontaneous circulation. A drainage tube was inserted into the pericardial space and patient was transferred to the intensive care unit.